Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. Customer reported that the pump error did not occur during the rewind, load reservoir or fill tubing process. The customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would need to be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm error alarms noted in the formatted history file due to software error.